Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) is highly unsatisfied with pump, the patient is not able to easily inflate/deflate the pump and also feels pain and discomfort in the scrotum. The ipp was explanted and replaced with a tactra. There is no additional information reported.

Manufacturer narrative:
Updated describe event or problem b5 and impact codes h6. Supplemental-002: updated describe event or problem b5, concomitant product/therapy c2/d10, and patient codes h6.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) is highly unsatisfied with pump, the patient is not able to easily inflate/deflate the pump and also feels discomfort in the scrotum. The ipp is currently implanted. There is no additional information reported.

Manufacturer narrative:
Updated describe event or problem b5 and impact codes h6.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) is highly unsatisfied with pump, the patient is not able to easily inflate/deflate the pump and also feels discomfort in the scrotum. The ipp was explanted and replaced. There is no additional information reported.